Event description:
This is filed for serious injury and a possible single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr). One xtw mitraclip was implanted, reducing the mr to grade 1. It was noted that imaging had been challenging, however, leaflet insertion was performed and appeared to be adequate from the implanting physician and echocardiographer. On unknown date the patient missed their scheduled transthoracic esophageal echocardiogram (tte). On (B)(6) 2022, the patient presented with heart failure in the emergency room (ER) and mr had returned to grade 4. The physician attributed the heart failure to a prolapsing posterior leaflet. The physician suspected a single leaflet device attachment (slda). A transesophageal echocardiogram (tee) was scheduled for (B)(6) 2022 to determine next steps. It was further reported that the patient did not show up on (B)(6) 2022 to their scheduled tee and had not responded to the office calls to reschedule toe procedure. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a patient presented with grade 4 degenerative mitral regurgitation (mr). One xtw mitraclip was implanted, reducing the mr to grade 1. It was noted that imaging had been challenging, however, leaflet insertion was performed and appeared to be adequate from the implanting physician and echocardiographer. On unknown date the patient missed their scheduled transthoracic esophageal echocardiogram (tte). On (B)(6) 2022, the patient presented with heart failure in the emergency room (ER) and mr had returned to grade 4. The physician attributed the heart failure to a prolapsing posterior leaflet. The physician suspected a single leaflet device attachment (slda). A transesophageal echocardiogram (tee) was scheduled for (B)(6) 2022 to determine next steps. It was further reported that the patient did not show up on (B)(6) 2022 to their scheduled tee and had not responded to the office calls to reschedule the procedure. It was reported on 9/26/ 2022 that the patient had a tee on (B)(6) 2022. The patient was noted to have been experiencing heart failure symptoms and mr was severe. It was discovered that the clip caused the posterior leaflet to perforate where the physician had grasped the leaflet causing complete separation of the clip from the posterior leaflet. It was noted that a portion of the posterior leaflet was missing, it is thought that the clip likely tore that part out and was now contained in the clip. The patient was referred to see a surgeon. Hospital staff indicated the clip would be removed and then assess whether a new clip could be placed or if a valve replacement would be necessary. No additional information was provided. On (B)(6) 2022 it was reported that surgery had been performed and the clip was removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to the reported tissue injury. The reported poor image resolution was associated to challenging images. The reported heart failure and recurrent mr appear to be related to the slda and tissue injury. The tissue injury appears to be related to procedural condition. Heart failure, tissue injury, and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.